Event description:
It was reported that this patient with a surgical aortic valve, with unknown implant duration, is being evaluated for valve in valve procedure due to calcification. It is planned with a non-edwards transcatheter valve.

Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with an unknown edwards aortic valve, implanted for 12 years and 5 months underwent a valve in valve procedure due to calcification and severe degeneration causing severe leaflets thickening, restricted leaflets motion, and severe stenosis. The patient presented with congestive heart failure, new york heart association class ill to IV. The procedure was performed with a 26mm non-edwards transcatheter valve. The patient tolerated the procedure well and was taken to the cardiac ICU postoperatively in stable condition. There were no complications. The patient was discharged on pod#2

Manufacturer narrative:
Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. The device history record (DHR) could not be reviewed, as the device serial number was not provided. Through further investigation, it was determined that the root cause of this event was most likely due to patient related factors. H11 corrected data: based on the new information received, this event is no longer considered reportable.